Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient being treated with continuous renal replacement therapy using a prismaflex control unit and a prismaflex st150 set experienced blood loss. An "amber flashing light¿ alerted the nurse and upon investigation, the return blood line had disconnected from the patient¿s catheter leading to an unknown amount of blood leaking into the bed. The patient required a blood transfusion. The patient had been on the same filter overnight prior to this incident. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.